Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown, lot# unknown, product type: unknown; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the trial lead on the right side ¿broke off¿ about a week prior and the managing healthcare provider and representative were unable to ¿re-install or fix it¿ so it would work properly. Since they could not connect it back, it was stated they were going to increase the left side ¿so that it was still working properly.¿ the patient noticed therapeutic effect and then on (B)(6) 2014 they stopped feeling stimulation on the left side. The twist lock connector was suspected to be loose on the left side because when it was squeezed, the patient was able to briefly feel stimulation again. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the manufacture representative was not aware of the broken leads but was aware of the issue with patient external system, fraying on the external device. However was not aware of any internal device issue. It was reported that the patient had an extremely difficult time sliding in and out of their truck and the movement pulled on the patient's leads. The patient found the external device to be bothersome. It was noted that the trial use was off-label, went significantly longer than typical cases.